Event description:
Philips received a complaint on the defibrillator indicating that the device language has changed to english and needs to be changed to chinese. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Authorized service provider (asp) called customer, and confirmed the user found an english message - need operational check. User don't know english, and ask fse what need do. Fse told user run the operational check by chinese. The device is no problem after user run the operational check.

Manufacturer narrative:
This emdr follow up is to correct become aware date to "march 22, 2024".